Event description:
It was reported that the patient had an infection. The doctor wanted to keep the leads and extensions in. Doctors had been keeping an eye on it closely and had started the patient on antibiotics and bringing her into the office. It was not known when the infection began. The doctor wanted to move the extensions and battery itself. Follow-up on (B)(6) 2014 determined that the patient did not have meningitis. The wound was dehisced, red, and swollen. The wound was full of pus when it was open for removal. The primary location of the infection was noted to be the pocket. The culture was not back yet. The hardware, generator, and extensions were removed. The lead remained. The patient was noted to be doing better and the infection was in the process of resolving. Further follow-up on (B)(6) 2014 found that the results of the culture were not known. The infection had cleared and the patient was stated to be good and doing well. No further follow-up was needed as the patient was noted to have recovered.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v020688, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v020688, implanted: (B)(6) 2007, product type: lead. (B)(4).